Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Siemens is investigating this issue.

Event description:
The operator of a dimension vista 500 instrument contacted the siemens customer care center (ccc). The customer reported they cut their finger when trying to retrieve a reagent flex that was stuck beside a reagent ring at the entrance of the waste slide. The operator received a tetanus vaccine and a bandage at the emergency department. The operator was or will be tested for infectious diseases. It is unknown if the operator was wearing personal protective equipment when performing the troubleshooting. There are no reports of adverse health consequences due to the operator's injury. Upon follow up, it was reported the operator's wound was healed.

Manufacturer narrative:
The initial MDR 1226181-2016-00454 was filed on september 16th, 2016. Additional information (09/23/2016): the cause of the operator's cut was due to a human factors issue. The customer was wearing gloves at the time of event. No troubleshooting assistance was required. The instrument is performing according to specifications. No further evaluation of the device is required.